Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm readings which occurred 4 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient's mother reported via web self-service that the patient felt ill and had stomach pain. The cgm was reading 137 mg/dl and the blood glucose reading was 676 mg/dl. The patient was hospitalized with mild diabetic ketoacidosis and treated with insulin. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.